Event description:
Device failed to work for evening injection [device failure] ([blood glucose increased], [hyperglycaemia], [blood glucose abnormal]). Case description: the incident does not represent a serious public health threat. Medical device information: class llb. This spontaneous case from (B)(6) was reported by a consumer as "device failed to work for evening injection", "hyperglycaemia", "blood sugar levels have been erratic and high recently" and concerns a (B)(6) female patient using novopen 4 (durable device) from an unknown date and with novorapid penfill (rapid-acting insulin aspart) from unknown start date to unknown date due to an unknown indication. Patient's height and medical history was not reported. On an unknown date the patient presented with erratic and high blood glucose levels. On (B)(6) 2010, the patient's novopen 4 failed to work for the evening injection. The patient tried to replace the cartridge and needle but could not get the device to function. The device had not been dropped or damaged in any way and was not stored with needle attached. The patient used novofine 31g needle and changed the needle after each injection. The patient has tried other needles on the pen but it would not work at all. On an unknown date the patient was hospitalised due to hyperglycaemia with blood sugars running at 21, therefore, she has used the product more than normal. This case was re-classified from non-serious to serious on (B)(6) 2010 due to information received regarding hospitalisation.